Manufacturer narrative:
On (B)(6)2020 , biosense webster inc. Received additional information clarifying that the patient underwent an idiopathic premature ventricular contraction (pvc) procedure and not an ischemic ventricular tachycardia (isvt) as previously reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the complaint device for evaluation. Initial visual analysis observed there was no visual damage or anomalies. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient ((B)(6) kg) underwent ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during ablation phase in an isvt case, during use of biosense webster products, after ablation was performed, the doctors were accessing the coronary sinus with the ablation catheter. High pressures were noted above 30gm and the doctors were immediately made aware. Soon after, a pericardial effusion was noted on intracardiac echocardiography (ice) as the patient's blood pressure dropped. Caller stated that they were not ablating at the time of the pericardial effusion. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 250ml of fluid were removed. The patient went to the intensive care unit (ICU) overnight and was released 3 days after the procedure and has fully recovered. No transseptal was performed. The irrigation settings were 8-15ml/min for stsf. There was no evidence of steam pop. There were no error messages displayed on biosense webster equipment. All force visualization features were used (graph, dashboard, vector, visitag). The visitag stability range 2mm, time 3sec, force over time (fot) 25%, minimum force 3gm, tag size 2mm. Respiratory gating was on. Tag color by time. The opinion of the physician is that the procedure was the cause of this event. Ablation parameters were as follows: impedance average: 110 ohms, impedance cutoff: 250 ohms, impedance spike cutoff: 50 ohms, impedance minimum cutoff : 50 ohms, temperature target: 43 degrees, temperature cutoff: 50 degrees.

Manufacturer narrative:
It was reported that a male patient (80kg) underwent ischemic ventricular tachycardia (isvt) ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During use of biosense webster products, after ablation was performed, the doctors were accessing the coronary sinus with the ablation catheter. High pressures were noted above 30gm and the doctors were immediately made aware. Soon after, a pericardial effusion was noted on intracardiac echocardiography (ice) as the patient's blood pressure dropped. Caller stated that they were not ablating at the time of the pericardial effusion. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 250ml of fluid were removed. The patient went to the intensive care unit (ICU) overnight and was released 3 days after the procedure and has fully recovered. On 4/29/2020, biosense webster inc. Received additional event information indicating the irrigation settings for the thermocool® smart touch¿ bi-directional navigation catheter were up to 30w, 17ml/min was used; above 30w to 50w, 30ml/min was used. Device evaluation details: the device evaluation was been completed on 4/28/2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref#: (B)(4).